Manufacturer narrative:
A field service engineer (fse) arrived at the customer site to investigate the reported event. The fse was able to confirm the reported event by reviewing the error log. The fse was able to reproduce the reported error message by running a diluent prime. During troubleshooting, the fse found that the tube to the diluent bottle was cut. The fse trimmed the cut part of the tube off and then re-attached the tube to the diluent bottle. Customer-prepared quality controls (qc) were ran on the aia-360 instrument, which recovered within package insert specifications. No further action was required. The aia-360 was performing per manufacturer's specifications. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 05-may-2018 through aware date 05-jun-2019. There were no other similar events reported during the searched period. The aia-360 operator's manual under section 7-1: list of error messages states the following: if an error occurs, the device stops and the message shown below is displayed. If an error message is displayed during an assay, you may not be able to continue the assay. Error message: 2012 air detected (diluent). Description: there is no contact with the liquid after diluent suction. Troubleshooting: contact the service department. The most probable cause of the reported "2012 air detected (diluent)" error message was due to the tube to the diluent bottle being cut, which was letting air into the line.

Event description:
A customer reported getting error message "2012 air detected (diluent)" with the aia-360 instrument. The customer is down and unable to run patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of cardiac troponin I (ctnl 2) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.